Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo device at level c6-7 on (B)(6) 2025. It was later found that the implant had migrated posteriorly. No patient symptoms were provided and a removal was initially scheduled and then cancelled. No medical intervention has been noted at this time. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The vivo device remains implanted within the patient therefore no device evaluation could be completed. Imaging was provided that showed that the implant had migrated posteriorly. There were no anomalies identified during the complaint investigation. A reason for the implant migration is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a pdc vivo device at level c6-7 on (B)(6) 2025. It was later found that the implant had migrated posteriorly. No patient symptoms were provided and a removal was initially scheduled and then cancelled. No medical intervention has been noted at this time.